Manufacturer narrative:
H6 - adverse event problem: health effect and medical device problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report number: 1627487-2021-16170. It was reported during a revision the l2 lead became fractured when the physician tried to remove the lead, the original lead was not connected and remained implanted.